Event description:
The customer informed the MFR that when patient data was sent for archival, the images were sent but the patient data including name was changed to another patient's name and archived under that name.